Event description:
Boston scientific received information that the patient with a cardiac resynchronization therapy defibrillator (crt-d) received an atrio-ventricular nodal ablation last week. It was noted that later when doing an left ventricular (lv) lead threshold test, telemetry was lost and the threshold test could not be stopped. Lv capture was lost, with no backup right ventricular (rv) pacing for a reported two to three seconds before the test ended on its own. It was noted that the patient lost consciousness for approximately three seconds during this episode when lv threshold testing could not be stopped due to lost telemetry during the test. The programmer was returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough evaluation of the programmer was performed and no anomalies were found. The programmer performed normally through analysis, operating as designed.